Manufacturer narrative:
A system log review cannot be performed because no specific event and/or procedure dates were provided.

Event description:
It was reported that weeks after an ion endoluminal lung biopsy procedure a patient had developed an empyema. The targeted nodule that was biopsied was in the left upper lobe (lul). The patient presented to the ER weeks after the procedure (event date unknown) and was diagnosed with an empyema around the lul. The patient required surgery to treat the infection. While there was no report of malfunction, the physician believed the infection had to be procedure-related because the ion procedure was the only procedure performed at that location. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.